Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a threader balloon catheter. There was contrast in the inflation lumen and balloon and blood in the inflation lumen. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined a pinhole in the balloon wall at the proximal edge of the markerband was revealed. There was a scratch in the balloon material left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mm x 12mm threader balloon catheter was selected to pre-dilate the lesion. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was selected to pre-dilate the lesion. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients status was good.